Manufacturer narrative:
The complaint device was received at service center and evaluated. The complaint can be confirmed. The defects reported by the customer have been verified and remedied using the measures listed as per the service report. Motor corroded - motor replaced. Resistance value out of specs: handcontrol set replaced. Short circuit in the motor cable - motor cable replaced. As per the input check report the device was leaky and values of keypad were out of range. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the motor becoming seized. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. No further investigation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2019, it was reported by the affiliate via phone that during an unknown procedure the micro tornado handpiece was defected. No patient consequence and no surgical delayed was reported. No additional information provided. This report is for one (1) micro tornado hp w handcontrol. This is report 1 of 1 for (B)(4).